Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.

Event description:
The seat allegedly broke at the weld under the seat. Although injury is alleged, no specific injury is known at this time.